Manufacturer narrative:
(B)(4). This lot was manufactured between august 27, 2012 and august 28, 2012. Baxter received one unit for evaluation. Visual inspection of the unit noted a dark orange liquid substance throughout the inside of the tubing. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in the tubing of a large volume infusor. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The reported condition was due to the drug used in the unit, there was no malfunction with the infusor. The substance was identified to be cellulose via itr spectrophotometer scanning. The reported condition was due to the drug used in the unit, there was no malfunction with the infusor. Should additional relevant information become available, a supplemental report will be submitted.